Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the atrial leadless pacemaker (lp), it was noted that the lp exhibited low sensing and high capture thresholds. The lp was not used. A second atrial lp was attempted to be implanted and it was noted that the lp exhibited no capture and intermittent capture, low sensing and low current of injury. The lp was not used and a pacemaker was implanted. There were no patient consequences. There was no allegation of malfunction from the physician on either lp.